Event description:
It was reported that an automated peritoneal dialysis(pd) patient who performed therapy with a homechoice device experienced a heart attack. The patient was not connected to the hc device at the time of the heart attack. The patient was hospitalized for the event. Cardiac stents were placed while the patient was hospitalized. The outcome of the event was not reported. Pd therapy was ongoing during hospitalization. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history record review was performed and revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. During evaluation, no failure, malfunction or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. The cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.